Event description:
During index procedure the patient experienced aphasia, dysarthria, hemineglect, hemiparesis and hemiataxia on the right side. Diagnosis was stroke. After the procedure the patient became hypertensive and was treated with a cardene drip. The patient is a (B)(6) female who was admitted electively to the hospital for angiography of the carotid artery. The patient was found to have a high-grade 90% stenosis of the left internal carotid artery (ica). The patient was enrolled in (B)(4) study for stenting of the ostium of the left ica. The vessel was described as mildly calcified and mildly tortuous. The length of the lesion was 30mm. Prior to the procedure the patient had a nih stroke score of 0. An angioguard distal protection device was advanced and placed distal to the lesion. The lesion was pre-dilated with an aviator plus (424-4030w/ lot 15083031) balloon. A precise stent was successfully placed in the lesion and the stent was post-dilated with an aviator plus (424-5030w lot 15101839) balloon. Post stent deployment, the patient started complaining of right arm and leg weakness and she became aphasic. Immediately, cerebral angiography was performed showing a patent cerebral circulation and also patent left internal carotid artery stent. By the end of the procedure the patient started improving. At this point, the procedure was stopped. The angioguard was removed. When removed, it was noted that there was debris in the filter basket. After the procedure, the patient was transferred to the intensive care unit. The patient became hypertensive and was treated with a cardene drip to monitor her blood pressure. A cat scan was performed and did not show any evidence of stroke.

Manufacturer narrative:
Information was received via (B)(4) registry that during index treatment of the left internal carotid artery (ica) procedure the patient experienced aphasia, dysarthria, hemineglect, hemiparesis and hemiataxia on the right side. Diagnosis was stroke. After the procedure, the patient became hypertensive and was treated with a cardene drip. The patient is a (B)(6) female who was admitted electively to the hospital for angiography of the carotid artery. Medical history included hyperlipidemia, cardiac arrhythmia, and hypertension. The patient was found to have a high-grade 90% stenosis of the left internal carotid artery (ica). The patient was enrolled in (B)(4) study for stenting of the ostium of the left ica. The vessel was described as mildly calcified and mildly tortuous. The length of the lesion was 30mm. Prior to the procedure the patient had a nih stroke score of 0. An angioguard distal protection device was advanced and placed distal to the lesion. The lesion was pre-dilated with an aviator plus (424-4030w/ lot 15083031) balloon. A precise stent was successfully placed in the lesion and the stent was post-dilated with an aviator plus (424-5030w lot 15101839) balloon. Post stent deployment, the patient started complaining of right arm and leg weakness and she became aphasic. Immediately, cerebral angiography was performed showing a patent cerebral circulation and also patent left internal carotid artery stent. By the end of the procedure the patient started improving. At this point, the procedure was stopped. The angioguard was removed. When removed, it was noted that there was debris in the filter basket. After the procedure, the patient was transferred to the intensive care unit. The patient became hypertensive and was treated with a cardene drip to monitor her blood pressure. A cat scan was performed and did not show any evidence of stroke. The next morning the patient had more right-sided weakness and slightly slurred speech and swallowing problems. It was noted that the patient had swallowing problems prior to her admission. Another twenty-four hours later, another CT scan of the head was performed that showed infarct in the basal ganglia and parietal lobe. A carotid doppler was performed and showed a patent stent. Subsequently, the patient was weaned off the cardene and placed back on her oral medications. The patient was transferred to tele for observation and forty-eight hours later was discharged to rehab. To date, the symptoms have not fully resolved. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Stroke is a known potential adverse event associated with the carotid stent implantation procedure. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Vessel / lesion characteristics and procedural factors along may have contributed to the reported events. There is no indication that the events are related to the device manufacturing process; therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9610978-2010-00106, 1016427-2010-00059, and 9616099-2010-00401.

Manufacturer narrative:
The next morning, the patient had more right-sided weakness and slightly slurred speech and swallowing problems. It was noted that the patient had swallowing problems prior to her admission. Another twenty-four hours later, another CT scan of the head was performed that showed infarct in the basal ganglia and parietal lobe. A carotid doppler was performed and showed a patent stent. Subsequently, the patient was weaned off the cardene and placed back on her oral medications. The patient was transferred to tele for observation and forty-eight hours later was discharged to rehab. To date, the symptoms have not fully resolved. Concomitant products: aspirin, plavix, irbesartan, lipitor, coreg, lasix, albuterol, effexor, norvasc, clopidogrel, heparin. Concomitant devices: pre balloon aviator plus 4 x 30 424-4030w lot 15083031, post balloon aviator plus 5 x5 30 424-5030w lot 15101839. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9610978-2010-00106, 1016427-2010-00059, and 9616099-2010-00401.